Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/22/2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Exact bg value was not provided, however it was reported that the cgm is sometimes off by as much as 20 points. Reportedly, the patient used more than one bg meter during their sensor session. No additional event or patient information is available. No data was provided for investigation. The problem and root cause could not be determined post investigation. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.